Event description:
The manufacturer received information alleging a ventilator was alarming for high internal oxygen. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's oxygen blending module board was replaced to address the issue.